Event description:
It was reported that the whole tip of the small pointer snapped off during cleaning the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the whole tip of the small pointer snapped off during cleaning the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to broken tip. The device was repaired and returned to stryker stock.